Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The investigation confirmed that the delrin ball was missing from one of the battery housings. Based on similar complaints, possible causes include wear and tear or mechanical damage that caused the ball to degrade.